Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a ventricular lead warning was seen in the remote monitoring network. There were several hundred high pacing impedance counts. No additional counts have occurred since the warning was cleared. Capture thresholds, lead impedance and sensing remain stable. It was noted that the patient has also been experiencing intermittent discomfort under the left ribs. The clinician is looking for assistance to manage the patients device system. A technical expert reviewed stored device data. It was noted that the counters were cleared so they are unable to evaluate the high impedance counts. Since the counters were reset, the counters show no open circuit or short circuit paces. All paces since then have been successful. It was noted that future transmissions can be evaluated for open circuit paces, short circuit paces or recurring lead warnings. The lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a polarity switch had also occurred. Impedance was at the upper limit. The ventricular lead is pacing unipolar but sensing was changed back to bipolar since the lead warning. Both capture management and chronic lead trends for the ventricular lead in bipolar configuration was variable but steady in unipolar configuration. Noise was also noted during ventricular high rate episodes. Technical services advised thorough lead evaluation with isometrics and pocket manipulation to see if oversensing can be reproduced. The patient was seen in follow up and subsequently the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.